Event description:
It was reported that there was an attempted pne (percutaneous nerve evaluation ). Normal eri (elective replacement indicator) was noted. The case was aborted while attempting pne. The test leads were placed and taped down but never hooked up or used due to patient going into respiratory arrest. Physician attempted to do a pne on patient in an (B)(6). The patient was given anesthesia and went into respiratory arrest. Procedure was not finished so patient could be taken to the hospital. Patient was stable when leaving surgery center. The patient had copd, diabetes, gerd, and a cardiac history. The physician and anesthesiologist both knew the patient was high risk. Additional information received noted that the event occurred on (B)(6). No malfunction were seen. The patient was taken to hospital on (B)(6). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_ens_stimulator, product type external neurostimulator. (B)(4).